Event description:
This pediatric patient was undergoing repair of ventricular septal defect. At the conclusion of time on the heart-lung machine, when the cannula was removed and normal sinus rhythm obtained, it was noted that there was a clot adhering to the metal tip of the cannula. The procedure was completed without difficulty, and the patient did not sustain any injury/harm.====================== manufacturer response for single stage venous cannula, dlp (per site reporter)======================unknown